Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported about her son experiencing an allergic reaction symptom described as redness during his 14 day wear of an adc freestyle libre sensor in (B)(6) 2018 for about 2-3 months. She further reported that the customer on contact with a healthcare professional in (B)(6) 2018, was prescribed with diprosone cream (betamethasone dipropionate) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned. Visual inspection has been performed and no issues were observed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer's mother reported about her son experiencing an allergic reaction symptom described as redness during his 14 day wear of an adc freestyle libre sensor in may-2018 for about 2-3 months. She further reported that the customer on contact with a healthcare professional in june-2018, was prescribed with diprosone cream (betamethasone dipropionate) for treatment. There was no report of death or permanent injury associated with this event.